Event description:
During surgery while implanting a lens this instrument was used to cut the lens in half. However, it crushed the lens and had to be explanted. The posterior capsule was nicked and an anterior vitrectomy had to be performed. There was no report of add'l injury as a result of this second procedure.